Event description:
The physician was performing an incision and drainage of a labial abscess on patient and requested a word catheter. She placed the catheter in the abscess and inflated the balloon with a 5cc syringe. The catheter burst.